Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including excessive power loss alarms. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarms, power loss alarm noted during testing. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Device was monitored for 24 hrs. Battery was removed form pump and monitored for 10 minutes. Device powered up properly after insertion of the battery and no insulin pump error alarms were noted. Device received with minor scratched display window and case.